Event description:
The customer reported that there were missing images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The product has not been returned for evaluation. If the product is returned, or additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).